Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events - 21 events were reported for this quarter. Product return status - 14 devices were received. 7 device investigation types have not yet been determined. Additional information: 21 devices were not labeled for single-use. 21 devices were not reprocessed or reused.

Event description:
This report summarizes 21 malfunction events in which the device was reportedly leaking. 17 events had the problem identified during a non-clinical procedure; there was no patient involvement. 4 events had the problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 21 previously reported events are included in this follow-up record. Product return status 21 devices were received.

Event description:
This report summarizes 21 malfunction events in which the device was reportedly leaking. - 17 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 4 events had the problem identified before clinical use/exposure; there was no patient involvement.